Event description:
The patient called to report while on vacation she wore this pod for 72 hours and upon removal she noticed her skin was red and warm to the touch. She woke up the next morning and her entire abdomen was red, warm to the touch, burning sensation and there were also lumps on her skin where the pod had been. About 12 hours later her abdomen started to turn into a darker red, darker than "sunburn red." She took some pictures of her site and she sent it to her healthcare provider who prescribed her a 5 day course of doxycycline ((B)(6) 2013). It helped with the pain but there was still a burning sensation around the site. On (B)(6) 2013 she went to see her primary hcp and was diagnosed with an infection. They then put her on another 5 days of doxycycline ((B)(4) 2013) and the second round of antibiotic helped. She still has small scars left from the lumps but she is feeling much better now. She also stated that she is more susceptible to staph infections due to an event in her childhood. The pod was discarded.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab and keep sterile materials away from any possible germs," and "if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."